Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with blood glucose level of 1000 mg/dl and a heart attack. During hospitalization, customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2022 with issue resolved.